Manufacturer narrative:
The reported event for insulation damage was confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was dislodged when the catheter was being slit for removal. In addition, an insulation breach was noted on the lead when it was flushed. The physician opted to replace the lead. The patient was stable.